Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 6 had failed and could not be recovered. The field service engineer (fse) reported that half-height drawer 6.1 would not open and could not be recovered. The fse logged on to the device and accessed the hardware test application, then tested drawer 6.1, during which the drawer map did not display any pockets. The fse obtained keys from the client, opened the back cover, powered down the device, and installed a new board. After closing the back cover, the keys were returned to the customer. Drawers 6.1 and 6.2 were tested and confirmed to open and close properly and passed all tests. The fse exited the application and returned the device to the client. The client was able to log on and access the drawers and medications. The fse assisted the client with performing a drawer inventory. The device was confirmed to be online, communicating, and functioning properly. There were no delays in workflow. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer 6 had failed and could not be recovered. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from another pyxis station. There were no adverse events or injuries reported based on this event.